Event description:
It was reported that the patient presented with a urinary tract infection (uti). Intervention included bactrim (160mg/bid). The patient¿s symptoms were noted as hematuria, dysuria, urgency/frequency, abdominal pain and lower back pain. The patient outcome was reported as resolved without sequelae.

Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4); product type programmer, patient product ID 3889-33 lot# v240730, implanted: 2009 (B)(6); product type lead. (B)(4).